Event description:
The customer reported to olympus they get a green image with the provation however, they obtain a live image with their evis exera iii video system center. There was no reported death, harm, or injuries reported related to this event.

Manufacturer narrative:
While troubleshooting with the service center, the customer verified the setting are correct and stated they obtained an image with their evis exera iii video system center but not on the loaner unit. The service center was informed the customer is using rgb video connection along with maj-1916, maj-1918 and a remote connection. The customer was provided step on backing up the settings and transferring them to loaner equipment for use. The customer was advised to call back if any further issues occur. Later the customer informed us after coping the settings over to the loaner device no further issues was observed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. However, it is likely the cause is related to a setting error. Olympus will continue to monitor field performance for this device.